Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9735740, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the site was unable to move registration points to the surface of the anatomy. It was noted that the 3d model could not be edited by the site either. The surgeon opted to complete the procedure without the use of the navigation system and utilized fluoroscopy instead. There was no reported impact on patient outcome.

Manufacturer narrative:
Software files were obtained. Another software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed and the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. The analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.